Event description:
Vacuum extraction x2 for 36 5/7 week gestational age infant. At 1910, vacuum m-cup used, 90 seconds, no pop-offs. Position oa- severe variable decels by external monitor-oxytocin augmentation. Apgars 9 and 9-1-admission ofc 13"-33cm-. The next day 0500. Baby mottled, sl temp decrease, general scalp edema, baby winces with handling, ofc 35cm. 0600-md orders: transfer baby to see labs. Ofc and bps done every 1 hr. 0730 t&c repeat hgbs. 0940 baby transfused with 60ml prbc. Three days later: CT normal.